Event description:
The reporter called stating that he had received a report of the device operators having mistakenly connected the hard paddles to the device without removing the defibrillation adapter. The reporter complained that the connectors for the therapy cable and the defibrillation paddles were too similar and that was, in his opinion, the reason that the device operators had trouble properly attaching the cables to the device. No actual pt use was reported.